Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant products: 6966110 implantable tachy lead (B)(6) 1993; 6963 implantable tachy lead (B)(6) 1993; unknown competitor implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that the patient received several inappropriate shocks due to t-wave oversensing (twos) and that an electrical reset had occurred. The implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri) level six months prior and the current battery voltage was measured to be very low. The patient was reported to be terminally ill and the physician has elected not to replace the device. A magnet was taped over the device with the doctor's order not to remove until after the patient has passed away. It was determined that there is no way to prevent additional electrical resets due to the low battery voltage level. The device remains in use. No further patient complications have been reported as a result of this event.